Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan (lfs) another country, alleging the one touch ultra easy was displaying the 'apply sample' icon and would not count down. The technical svc rep (tsr) contacted the pt to obtain and verify info; however was unable to reach him by telephone. Since twelve days earlier, the pt noted the reported meter would continue to display the 'apply sample' icon despite correct sample application; he was unable to obtain a blood glucose reading. During this time, the pt 'used guesswork' and a backup meter. For one month, the pt had been experiencing the symptoms of 'sickness', memory loss, disorientation and dizziness. Two days later, the pt took his usual insulin dose with insulin. At 3:00 pm, the pt experienced the symptom of disorientation, and contacted emergency services. The pt was transported to the hospital, where his blood glucose level was tested to be 32.0 mmol/l (576 mg/dl). The pt was admitted to the hospital, and treated with insulin. While hospitalized, at 5:54 pm the same day, the pt was able to successfully test his blood glucose level using the reported meter, and obtained a reading of 15.9 mmol/l (286 mg/dl). The pt tests his blood glucose level four times per day. The pt takes insulatard insulin 10 units at breakfast, 12 to 16 units at lunch, 20 units at dinner and 24 units at bedtime. It would have been helpful to determine the pt's blood glucose readings prior to the event, if the pt took his usual doses of insulin during the time period the reported meter was not functioning appropriately, if the pt adjusts his insulin doses based on meter readings, his meals and medications taken prior to the onset of symptoms on the day of the event, if the pt attempted to test his blood glucose while symptomatic, his admitting diagnosis, and his expected blood glucose readings. The customer service rep (csr) determined during the troubleshooting telephone call that the test strips were in good condition, and the test strips drew in the blood or control solution samples correctly. The issue was not resolved with troubleshooting. The pt allegedly experienced add'l disorientation symptoms while the reported meter was not functioning appropriately. It is not clear the pt's reading were inaccurate or contributed to his symptoms on the day of the event. The pt's blood glucose was at a hyperglycemic level, 32 mmol/l, and he required emergency treatment and hospitalization. Because there is no info regarding the pt's insulin doses and his meter reading prior to the injury, this complaint is being reported.